Event description:
It was reported a 8110 failed calibration. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor causing error 353.6650. Front cover (bottom front corners cracked) and rear case (bottom front corners cracked). Calibrated. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the linear potentiometer - faulty. A review of the device history record showed the device had a manufacture date of 24sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow-up report will be submitted once the evaluation is completed.

Event description:
It was reported a 8110 failed calibration. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported a 8110 failed calibration. There was no patient involvement.